Event description:
It was reported to the register nurse went to bedside to remove foley catheter per orders. Balloon deflated (5cc). During removal attempt foley catheter became stuck near the end of meatus. Called charge register nurse to bedside to bring lubricant and syringe with normal saline to attempt removal per urology¿s resident recommendation. After an additional attempt by both this register nurse and charge register nurse, urology resident medicine of doctor called to bedside. Catheter was pulled to the tip of the meatus. Part of balloon was visible at meatus. On palpation, there was evidence of partially filled balloon. Was unable to draw back additional sterile water from balloon port. Balloon port was cut, but balloon was palpated and noted to still be inflated. Small guidewire was attempted to be passed into cut balloon port. In the process of attempting to pass wire, catheter slipped out and balloon was examined, and was deflated.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bardex® all-silicone foley catheter. Catheter shaft made entirely of silicone elastomer caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. And may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported to the register nurse, went to bedside to remove foley catheter per orders. Balloon deflated (5cc). During removal attempt foley catheter became stuck near the end of meatus. Called charge register nurse to bedside to bring lubricant and syringe with normal saline to attempt removal per urology¿s resident recommendation. After an additional attempt by both. This register nurse and charge register nurse, urology resident medicine of doctor called to bedside. Catheter was pulled to the tip of the meatus. Part of balloon was visible at meatus. On palpation, there was evidence of partially filled balloon. Was unable to draw back additional sterile water from balloon port. Balloon port was cut, but balloon was palpated and noted to still be inflated. Small guidewire was attempted to be passed into cut balloon port. In the process of attempting to pass wire, catheter slipped out and balloon was examined, and was deflated.